Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had an issue similar to a memory corruption. Boston scientific technical services (ts) indicated this was a result of a bit flip in the device and applying a magnet to the device would resolve the issue. No adverse patient effects were reported.